Event description:
It was reported that ac power supply cord was frayed and the controller wouldn't turn on when plugged into the outlet w/o li battery pack. Information was received from a patient regarding an external device. On for call was patient reported the patient had difficulty recharging their controller battery since at least a month ago and noticed the ac power supply cord was damaged. Agent had pt inspect controller port and no damage was detected. Pt plugged controller into the wall w/o battery pack and the screen didn't turn on. Pt rep was later on the call requested a controller as well because the controller wouldn't power on with the battery pack. Agent reviewed that was due to the controller battery being depleted but they persisted on a replacement controller. The issue was not resolved. An email was sent to the repair department to replace the controller and ac power supply. Pt rep  called through the same phone number on file and stated they received the replacement controller but not the ac power and battery pack. Agent reviewed with caller to insert the battery pack into the replacement controller and wait for the ac power to arrive. Caller was very persistent on requesting for a replacement battery pack. Agent reviewed with patient to wait for the replacement ac power and to call back if the issue persisted. Agent verbally provided instructions on pairing the replacement controller/rebooting the controller if needed.  Pt rep called back because pt received the replacement controller and ac power supply, but they still couldn't recharge the controller battery and the controller had a green blinking light all night when plugged into the wall outlet. Agent consulted with repair and due to the pt's controller model, a replacement controller would have to be ordered for the large battery pack the pt would received.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97745ac lot# serial# (B)(6) product type accessory product ID 97755 lot# serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient representative (pt rep), stating they could not get the equipment to work. Caller said the pt had been sent out a new ac cord, battery and a controller. When attempting to recharge the implant (ins) they got to a screen that showed a searching screen and it would not connect to their ins to charge. Caller noted the controller was charged up and they attempted to charge the ins it could not get a connection for it says looking for device. During call caller verified no damage to the recharger (rtm) or to the controller charging port. Caller reset the controller and blew into the controller charging port. Caller attempted to recharge the ins they got stuck on the screen checking the recharger. An email was sent to repair to replace the recharger. Pt rep called back stating already documented events of getting new equipment. They got the new rtm but still had the same issue of it not finding the ins to recharge; caller said they get stuck on "looking for connection." Caller did not have equipment with them on the call. Agent redirected pt to their hcp to meet with a medtronic rep in person to look at the equipment since all external equipment was replaced.